Event description:
The customer called technical support (ts) and reported that the device is receiving check vent error machine pressure sensor auto sensor failed message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that there was an error code 1109 check vent: machine pressure sensor auto zero failed message in the history of the diagnostic report. The customer requested a site visit. The rse dispatched for onsite service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Model number: v60 plus ventilator. Catalog item identifier: 1138747. Device identifier (gtin): (B)(6).

Manufacturer narrative:
Per good faith effort response, the customer stated there was no patient involvement. The data acquisition board was replaced to resolve the issue. The issue has been reported to competent authorities. However, upon further review, the reported issue has been deemed not reportable, as the event does not present potential risk of patient harm or injury as the unit was not in therapeutic use at the time.